Manufacturer narrative:
Clinic review: there is a temporal relationship between peritoneal dialysis and utilization of the liberty select cycler with liberty cycler set and the patient event of peritonitis with hospitalization and transition to hemodialysis. However, there is no documentation in the complaint file to show a causal relationship between the adverse event and use of the liberty select cycler with liberty cycler set. Additionally, there is no allegation of a device malfunction or deficiency, or cycler set defect reported for this event. Although the cause of the peritonitis event was not determined, the culture results of staphylococcus aureus suggest a breach in aseptic technique. S. Aureus is found in the environment and is also found in normal human flora, located on the skin and mucous membranes. If this bacterium is allowed into internal tissues, they can cause a variety of potentially serious infections. Based on the available information and no allegation or evidence of a malfunction, deficiency, or defect, the liberty select cycler and liberty cycler set can be excluded as the cause of the patient¿s peritonitis event. Plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A nurse reported a peritoneal dialysis (pd) patient is completing in-center hemodialysis (hd) due to peritonitis. Additional information was obtained through follow-up with the patient¿s peritoneal dialysis registered nurse (pdrn). The patient was initially seen in the pd clinic on (B)(6) 2025 due to complaints of abdominal pain and bloody effluent. A pd culture was obtained. The patient was diagnosed with peritonitis. The patient was initiated on antibiotic therapy with intraperitoneal (ip) vancomycin 2g every 5 days and ip ceftazidime 2g daily (duration not provided). The patient¿s cultures were positive for staphylococcus aureus. The pd fluid white blood cell (wbc) count was 576 with 91% polymorphonuclear (pmn) cells. The patient was admitted to the hospital on (B)(6) 2025. The patient had the pd catheter removed on (B)(6) 2025 and transitioned to hemodialysis (hd). The patient was discharged on (B)(6) 2025 and decided to remain on in-center hd. The cause of the peritonitis is unknown.